Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: 1cfu. Bacterial identification: bacillus spp. Mesophilic (30°c). The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the charged coupled device cover lens was discolored, the distal end cap cover was scratched, the bending section rubber glue was separated and discolored, the connecting tube was wrinkled 10mm from the glue, the key top 1 marking was unclear, the universal cord had wrinkles, the angulations did not meet specification, and there was wear and tear of the biopsy channel. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for further evaluation and testing. The evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The air/water channel, the auxiliary channel, the balloon channel, and the forceps elevator wire channel are also flushed. The detergent used for pre-cleaning is salvanios premium (non-olympus). The instrument/suction channel, the suction cylinder, the instrument channel port, the balloon channel, and the distal end/ areas around elevator are manually cleaned with an asept inmed (re:201784;201797) brush using salvanios premium detergent. The scopes are manually disinfected using anioxyde 1000 disinfectant. The automated endoscope reprocessor (aer) used is a soluscope 4 (non-olympus), using soluscope cln detergent, and soluscope paa disinfectant. Scopes are stored in a drying cabinet. Olympus is the maintenance company for the scope. The scopes are not sterilized. The aer was also tested for microbiological contamination; however, the test results were not provided. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. The biopsy channel tested positive for greater than 25 colony forming units (cfus) of unspecified germs. The suction channel tested positive for greater than 25 cfus of unspecified germs. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.